Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection at surgical site. They had redness, swelling, warmth at surgical site and 2 white pustules. The ins and extension were explanted.